Manufacturer narrative:
Film review summary: review of a recent CT film report revealed that the bifurcate was positioned with the proximal fabric ~5mm below the right renal artery. The neck was noted as mildly angulated, short (+/- 5mm), without calcification, and measured 31.5mm at the renals. The amount of remaining proximal seal length could not be determined and no clear proximal type I endoleak was observed. A likely distal type I endoleak was observed at the ipsi/left limb. The distal od of the left limb measured 16mm and the diameter of the left common iliac ranged from 26 ¿ 27 ¿ 21mm. The anatomy at implant is unknown and earlier post-implant films were not available for review and comparison. Although the exact cause of the marginal proximal seal and distal type I endoleak could not be determined from the films provided. It appears most likely that disease progression (aortic and iliac artery dilatation) has led to these events. Films during and post-intervention were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69mm x 65mm abdominal aortic aneurysm on an unknown date. Currently, on CT the aortic neck diameter was 32mm and the left iliac limb diameter measured 16mm, 21mm, 13mm and 12mm from proximal to distal. It was reported that the patient presented emergently with abdominal pain. CT images revealed a type 1b endoleak from left common iliac artery on the mainbody side. The CT also showed that the proximal edge of the stent graft only had seal for 1-2mm before the abdominal aortic aneurysm. The lowest right renal artery was 5mm proximal to the aneurysm sac. A 36mm diameter endurant cuff was placed at the level of the renal arteries and directly post cuff placement another angiogram was preformed to prove the patency of the renal arteries. This was followed by the implant of 6 endoanchors. Using angiogram, the origin of the left hypogastric was identified and marked and the vessel was embolised. A straight segment of the left external iliac was identified and a 16x13x156 endurant limb was deployed and ballooned with a reliant. A completion angiogram was performed showing that the renal arteries were patent, the left type 1b endoleak was resolved and the right limb was widely patent with good seal and apposition. According to the physician, the cause of the event was disease progression. No additional clinical sequelae were reported and the patient is fine.